Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the screen was dimmed during surgery. The customer stated that no delay, but this malfunction occurred when user trying to issue medication to patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was related to the mini drawer control unit and potential communication inconsistencies. A field service engineer replaced the mini drawer control unit for drawers 1¿10, set the network speed to half duplex 100 mbps, reseated the usb cable for the bio ID and all-in-one, and reconnected all connectors on the comm sled and docking board. Additionally, bluetooth was disabled and ipv6 was unchecked. The c and d drives were verified to have sufficient free space. The system functioned as intended after the field service engineer repaired the device.